Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. As of the date of this report, the hrsv has not yet been received by isi for evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the high resolution stereo viewer monitors had a greenish image. The customer could not resolve the issue and the surgeon moved to a different surgeon side console to continue the case. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer completed the case with the spare surgeon side console with a 20-minute surgical delay.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs but was able to reproduce the issue during in-house testing. Upon visual inspection, no issue was found that would relate to the reported complaint. The unit was then installed onto the golden system where the reported failure was replicated. The image was flickering and glitching on the hrsv. Based on these findings, failure analysis concluded that the failure of the hrsv monitor is the root cause of the reported complaint.

Event description:
Refer to h11 for follow-up information.